Event description:
Original 18 fr. Foley catheter was leaking, so a new 22 fr. 30 cc 3-way foley was placed. A cbi, continuous bladder irrigation, was connected to the inlet port via an infusion pump, and the pump alarmed "distal occlusion." Staff attempted to troubleshoot occlusion without success, and foley was removed and found to be defective (report does not specify defect). Another foley of the same size was placed and functioned without problems.